Event description:
Wiring harness became worn and internal wires broke, causing sparks and burning insulation. Pts were evacuated from rooms. Code red (fire) alarms were called. This occurred on four occasions. Two in january and one each in october and december 1995. Co contacted in all events. More intensive "pm" program to prevent problem.